Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation due to high impedances. Reprogramming was unable to resolve the issue. As a result, the lead was explanted and replaced. Surgical intervention resolved the issue.